Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 27-nov-2025. Based on the description, it was found that customer did not report any symptoms related to hyperglycemia. So, the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025.the blood glucose level was 300 mg/dl.the insulin was delivered via the injection port. The patient was found positive for ketones. The patient also experienced symptoms of nausea, vomiting abdominal pain and difficulty in breathing. No further information available.